Event description:
Manufacturer received device-tracking information indicating that patient underwent vns therapy system replacement surgery due to lead break. Both the lead and generator were replaced. Device diagnostic testing performed at office visit prior to replacement surgery resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. X-rays reviewed by treating physician did not reveal any obvious discontinuation in the ncp system. Operative notes from the replacement surgery indicate that prior to explant, the lead and generator appeared to be properly connected. The lead connector pins were removed from the generator and then reinserted, after which device diagnostic testing continued to yield high lead impedance results. Testing of the pulse generator alone was within normal limits, indicating proper device function and confirming either a lead break or an electrode/nerve interface issue as the cause of the high impedance test results. The explanted devices were disposed of and will consequently not be returned to manufacturer for analysis. Lead fracture is suspected to be the cause of the high lead impedance test results. No serious injury was reported.

Manufacturer narrative:
H.6: the vns system is indicated for use as an adjunctive therapy in reducing the frequency of seizures in adults and adolescents over 12 years of age with partial onset seizures that are refractory to antiepileptic medications. In the united states, the vns therapy system is approved for use in adults and adolescents over 12 years of age with partial onset seizures that are refractory to antiepileptic medications.